Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device report 2 of 2: reference MFR report: 1627487-2012-09560. The pt is implanted with two percutaneous leads (from different lots). It was reported the pt underwent surgical intervention to explant and replace the leads due to alleged lead migration. It is unknown which lead was migrated. The pt reported effective coverage post-operative. The explanted products have been discarded by the facility.